Manufacturer narrative:
The medical facility did not return the product for analysis and investigation. Without further data shared regarding degree of underlying peripheral arterial disease and imaging, the root cause of the ischemia is believed to be patient condition and underlying size and condition of the patient's vasculature. The failure mode of limb ischemia will be monitored and trended.

Event description:
An elderly patient was admitted in cardiogenic shock and had a coronary angioplasty in the cardiac catheterization lab. The patient had a guidewire perforation and his condition deteriorated and so the impella cp was placed for hemodynamic support. Unfortunately the elderly patient suffered limb ischemia from the impella sheath insertion. To treat the limb ischemia the patient required thrombectomy. In retrospect, the patient was known to have peripheral arterial disease.